Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed; however, the difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 5.0x20mm nc trek advanced to the proximal right coronary artery lesion and post-dilatation was performed without issue on an unspecified stent. Following balloon deflation without issue, the device was removed into the guide catheter. Once inside the guide catheter, resistance was met and the nc trek dilatation catheter and the guide catheter were removed as a single unit. Once outside the patients anatomy, the nc trek shaft was pulled and shaft separated. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.